Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements of 1.9 at 1 millisecond. As of this time, this lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).